Manufacturer narrative:
H3) the door cable assembly was returned to the manufacturer for evaluation. Testing found that there was an intermittent/loose conn ection at the molex connector. The issue was noted to have been found during continuity testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi71000166, serial/lot #: none. The manufacturer representative went to the site to test the imaging system. Troubleshooting was performed and they manually adjusted the dingus and adjusted the side door wall switch. Then they adjusted the plastic rail, door winch cable tension. The side door wall sensor was replaced. The set screw that locks the dingus adjustment screw has a bad hexagonal head and the manufacturer representative was not able to open it. They rotated the adjustment screw from the end of the screw with pliers to adjust the screw. The system works as intended, but there is a risk that the issue will return in the future. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure during another repair that the manufacturer representative found that the door was not properly opening/closing. It would take small steps during the opening/closing process and stop. Looking at dmc smart terminal and the log files showed that one of the sensors was at fault. After adjusting the position of the side door wall sensor the issue was solved. However it seems better to retentively replace this sensor. No patient was present at the time of the event. Additional information was received stating that the gantry was able to fully open, however closing was not possible. Due to the sensor not being fully pressed. After the adjustment by moving the side door wall sensor, the issue was resolved.